Manufacturer narrative:
The suspected faulty drive manifold was inspected by a senior repair technician and no visual damage was observed. The technician then installed the drive manifold into the cs100/cs300 test fixture and it tested per cs100/cs300 procedure. The volume test was performed two times and it passed. The safety disk leak test was performed two times and it passed. The safety vent was performed two times and it passed. Pneumatic performance test was performed five times and it passed. K6, k6a, k7, k8 leak test was performed two times and it failed; there was a pressure leak through k8. The board will be scrapped/discarded per procedure.

Event description:
It was reported that during repair of the cs300 intra-aortic balloon pump (iabp) by an authorized distributor's engineer, the newly replaced drive manifold failed the safety disc leak test and k6a, k6 ,k7, k8 tests. Since the event occurred during a service/test, there was no patient involved and no adverse event was reported. This is an out-of-box failure of the drive manifold.

Manufacturer narrative:
The suspected faulty part (s) replaced in connection with this event was requested to be returned to our national repair center for failure evaluation; however, we have not yet received the part due to current significant shipping delays. If the part is received and evaluated later, we will submit a supplemental report.

Event description:
It was reported that during repair of the cs300 intra-aortic balloon pump (iabp) by an authorized distributor's engineer, the newly replaced drive manifold failed the safety disc leak test and k6a, k6 ,k7, k8 tests. Since the event occurred during a service/test, there was no patient involved and no adverse event was reported. This is an out-of-box failure of the drive manifold.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation result & evaluation conclusion codes), h10. It was reported that the suspected faulty drive manifold was received at getinge¿s national repair center (nrc). The nrc handed the part over to research & development (r&d) for failure investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during repair of the cs300 intra-aortic balloon pump (iabp) by an authorized distributor's engineer, the newly replaced drive manifold failed the safety disc leak test and k6a, k6 ,k7, k8 tests. Since the event occurred during a service/test, there was no patient involved and no adverse event was reported. This is an out-of-box failure of the drive manifold.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The distributor's getinge trained field service engineer (fse) re-installed the old drive manifold and a new safety disk to resolve the issue. All functional and safety checks were passed to meet factory specifications. It is unknown at this time if the unit was cleared for clinical use. In addition, the suspected failed out of box part will be returned to our national repair center for failure analysis. A supplemental report will be submitted when additional information is made available. (B)(6).

Event description:
It was reported that during repair of the cs300 intra-aortic balloon pump (iabp) by an authorized distributor's engineer, the newly replaced drive manifold failed the safety disc leak test and k6a, k6 ,k7, k8 tests. Since the event occurred during a service/test, there was no patient involved and no adverse event was reported. This is an out-of-box failure of the drive manifold.